Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (part # fx424-t) was implanted during a procedure performed on an unknown date. According to the complainant, approximately two (2) months after the shunt was implanted, the shunt system was not able to be adjusted. The patient underwent a revision procedure on an unknown date. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data was submitted.

Manufacturer narrative:
Correction/ new information added in the submission. Investigation: visual inspection the following observations were made during the visual inspection: particles in the delivery liquid; colored catheter with particles in the outlet. Permeability test: the test showed that the progav 2.0 is permeable. The test liquid flushed out with particles. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0.27 cmh2o. This is within the specified tolerance of 0 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in progav 2.0. Results: we are obliged to inform you that the condition of the product could be affected due to the interval between the explantation date and the release of the product, because fungus and mold can develop. For the sake of thoroughness and transparency, we would like to point out that an adjustment test was already carried out after the revision at the hospital. Based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
On july 23, 2022 the manufacturer received the release for investigation with all data. Another article was shipped. (Correction: fx434-t). Only the progav 2.0 valve was returned for investigation. Patient information: age: 32 years. Weight: 51 kilograms (kg). Height: 158 centimeters (cm). Gender: female.